Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and absence of no delivery alarm from the insulin pump. The customer's blood glucose reading was 210-220 mg/dl. The customer stated that he removed the site and the cannula broke off. The customer was unsure if the cannula was still in the skin. The customer also mentioned no delivery alarms that occurred every other week for several months. The customer will not return the pump for analysis.